Manufacturer narrative:
Continuation of d10: product ID neu_ascenda_cath: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: neu_ascenda_cath, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient with an implantable morphine pump for indication of pain. It was reported that the currently lying catheter was pierced with a needle and is due for revision. They wanted to replace at least the catheter or the complete pump system. The catheter was planned to be explanted on (B)(6) 2024, and a new ascending catheter will be implanted afterwards. A new catheter of model 8781 and tunneling device were being sent to the healthcare provider. No patient symptom was reported.